Event description:
It was reported, the device was in back up mode and was unable to interrogated. Technical support was contacted and device replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. Backup operation was confirmed. As received, the device was in backup mode with normal telemetry communication. Product code was reloaded, and the device turned into backup mode twice during the analysis. Analysis of the device image indicated the cause of backup consistent with an integrated circuit (ic) anomaly on the hybrid. The device was cut-opened, and the battery voltage was confirmed to be at normal range of operation.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.